Event description:
It was reported by service report that the siderail was intermittent due to missing latch springs. It is unk if there was pt involvement of if there are adverse consequences to report.